Event description:
A malfunction alarm occurred, displaying malf 9, but there was no adverse impact to the customer's blood glucose level. Despite not reporting resetting the pump within the last 24 hours, the customer experienced the malfunction at least three times previously. Technical support decided to replace the pump. The customer was informed to continue using the current pump as backup therapy and was instructed to let the battery deplete before returning the faulty pump using the pre-paid shipping label.